Manufacturer narrative:
It was reported on 03/26 that the needle detached from the syringe during use. The same needle was subsequently attached to a different syringe and functioned without issue, indicating the issue was associated with the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported on 03/26 that the needle detached from the syringe during use. The same needle was subsequently attached to a different syringe and functioned without issue, indicating the issue was associated with the syringe.